Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 368 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The customer was getting a lot of insulin flow blocked alarms and the pump got hardware low level failures twice after self tests. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.